Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00631.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician experienced resistance after advancing the pod coil through the distal end of the lantern. The physician then attempted to flush the pod coil out of the lantern; however, the pod coil was stuck within the lantern due to resistance. Therefore, the pod coil and lantern were removed. The procedure was completed using four new pod coils, eighteen new ruby coils and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact and damaged on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was not returned with the device. During preparation for functional testing, the pod6 was attempted to be sheathed with a demonstration introducer sheath and the embolization coil was accidentally detached from the pusher assembly due to excessive force applied during retraction of the embolization coil into the introducer sheath; therefore, functional testing could not be continued. Conclusions: evaluation of the returned lantern revealed that the catheter was stretched and the coil winds inside the catheter was damaged at the stretched location. These damages likely resulted from forcefully advancing the pod6 inside the lantern. During functional testing, a test mandrel was unable to advance through lantern due to the damaged coil winds inside the lantern. Further investigation revealed that the device was ovalized near the distal end. These ovalizations were likely incidental to the complaint. Evaluation of the returned pod6 revealed that the pusher was kinked near its proximal end. If the device is forcefully advanced against resistance, damage such as a kink may occur. The resistance was likely contributed by the damaged lantern that used in the procedure. Further evaluation revealed that the pet lock was damaged. This damage was likely incidental to the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00631 h3 other text : placeholder